Event description:
Related manufacturer reference number: 2017865-2024-72680. Related manufacturer reference number: 2017865-2024-72681. Related manufacturer reference number: 2017865-2024-72683. Related manufacturer reference number: 2017865-2024-72684. It was reported that during a implant procedure, over-sensing of noise was noted on the patient's pacemaker system. Despite replacing the pacemaker and right ventricular lead, the over-sensing persisted. A competitor system was implanted and this resolved the issue. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of sensing noise and output anomalies was not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity. Correction: b5: field should reflect pacing inhibition. Correction: d6a, d6b: initial and explant dates should not have been included as this was an initial implant procedure.

Event description:
It was reported that during a implant procedure, over-sensing of noise was noted on the patient's pacemaker system. Despite replacing the pacemaker and right ventricular lead, the over-sensing persisted and resulted in pacing inhibition. A competitor system was implanted and this resolved the issue. No adverse patient consequences were reported.